Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2018-02639. It was reported that patient experienced ineffective stimulation. As a result, the scs system was explanted.

Event description:
Device 1 of 2: reference MFR report#3006705815-2018-02639. Additional information received identified that x rays did not identify issue with lead or lead migration.